Event description:
Pump was returned for svc with a note attached stating "2001 broken. Pump #1 infused 10x the programmed amt of insulin in a pt order was for 10 units/hr, 100 units infused in less than 2 hrs." This note was the only documentation received with the device and no contact info was provided on this note. The facility was contacted, but was unable to provide any add'l info. No pt injury or medical intervention was reported. Should any add'l info be obtained from the facility a follow-up report will be submitted.